Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd venflon¿ pro safety shielded IV catheter during use. The following information was provided by the initial reporter: "blood leaked from bd venflon pro safety during insertion".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes, d.10. Returned to manufacturer on: 6/2/2021. H.6. Investigation: two representative samples were received by our quality team for evaluation. The samples were subjected to visual inspection, injection leak test, and the catheter adapter leak test. All samples passed inspection and no abnormalities were observed. A device history record review found no non-conformances associated with this issue during production of these batches. Based on the customer, the root cause of the leakage could be due to the valve issue. CAPA#1379444 was initiated.

Event description:
It was reported that blood leaked from the bd venflon¿ pro safety shielded IV catheter during use. The following information was provided by the initial reporter: "blood leaked from bd venflon pro safety during insertion".